Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us.the correction/removal reporting number listed applies to the corresponding product code sold domestically.the asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr hip resurfacing system - left, reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - (B)(6). Has an MRI scan been sent to ic? No. Has a blood sample been sent to ic? Co = yes; cr = yes. Has soft tissue samples been sent to ic? Yes. Patient activity level prior to event: has a lot of pain. Patient clinical condition prior to revision: right thr revised from asr in (B)(6) 2009. Type of patient activity: walking distance 5 mins. Reason for revision: unexplained. Asr revision, asr hip resurfacing system - left, reason(s) for revision: pain. Update: full details received on claimsuite alert (B)(6) 2012. Update 26 mar 2015: rec'd scf, implant hospital - (B)(6).